Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 18693782/18693782.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The leads also had high impedances and was causing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible system. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.